Event description:
General investigation concerning shrinking and shifting of both layers of the composix kugel patch. Apparently customer is not directly complaining the explanted composix kugel patch. Doctor mentioned that the explantation might be caused by a technique mistake by him, the size dr chose was too small, which might have caused the pull out of the implant and the creation of the recurrence. However, what he noticed during the explantation was a clear shrinking of the implant and the shifting of both layers, that's the reason he wants to have the implant investigated. First implantation 8 x 12 in 2003. Recurrence in 2004 (pull out as apparently the size was too small). Explantation two months later - treatment with 14 x 18. Customer would like to have a photo from this implant. Customer is also unsettled as, caused by the shrinking of the polyprop., the eptfe is contracting and creating waves/distortion.